Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the screw fixation was retracted. The fixation mechanism operated within the specification. The helix length was measured, and it was within specification (1.5 mm). The screw was free from any damage. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issue. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported pacing issue may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead into the cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more detail sn please refer to the attached report analysis.

Event description:
On (B)(6) 2025, a new pacing system implantation intervention was performed and a vega r52 (s/n:(B)(6) was implanted. After the implantation procedure, pacing failure was confirmed in the ward. A chest x-ray did not reveal lead migration, and no abnormal resistance values were found. On (B)(6) 2025, a reintervention was performed to replace the lead patient files and x-ray images are not available due to hospital rules.

Event description:
On (B)(6) 2025, a new pacing system implantation intervention was performed and a vega r52 (s/n:(B)(6) was implanted. After the implantation procedure, pacing failure was confirmed. A chest x-ray did not reveal lead dislodgement, and no abnormal resistance values were found. On (B)(6) 2025, a reintervention was performed to replace the lead patient files and x-ray images are not available due to hospital rules.